Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). Patient reported their scs has stopped working and they need a replacement. Patient wants to know how to go about that. Patient was contacted via email with normal business hours of operation. Patient reported that their spinal cord stimulator hadn't been working for years and the last time they used their device was 2 or 3 years ago. Patient stated that they had an appointment with their pain medicine doctor on wednesday the 30th and that the healthcare provider said that a representative would be there to test the stimulator to see if the internal part needed a new battery. Patient wanted to know if a representative was going to be at the appointment. Agent reviewed role of representative and redirected patient to their healthcare provider to further address the issue. Additional information was received, it was reported the patient's stimulator stopped working 2 years ago and the controller was replaced but the ins still did not work. Patient's healthcare provider stated the patient needed a new ins.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.